Event description:
It was reported that the patient was having difficulty charging and the ipg was no longer holding a charge. The patient underwent an ipg explant procedure and the explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred 6 to 8 months from the date the manufacturer was made aware.